Manufacturer narrative:
Concomitant medical products: dtba2d1 crt-d, implanted: (B)(6) 2015; 6947-58 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a suspected fracture. It was noted the pacing thresholds had increased, along with the pacing impedance values. At this time, the lv lead remains in use. No patient complications have been reported as a result of this event.